Event description:
The patient contacted the dentist and stated that the socket fell out the lower appliance during use.

Manufacturer narrative:
(B)(4). Ami has repaired the appliance and replaced the socket on the lower tray. An investigation has been initiated to determine the cause.